Event description:
It was reported that the bd nano¿ 2nd gen pen needles were not delivering medication. The following was translated from portugese to english: the patient's husband gets in touch to inform that in all boxes of bd ultra-fine 4mm needles, around 5 to 10 needles do not work. When carrying out the flow test, the "droplet" does not come out. When the deviation occurs, change the needle and normally apply insulin (tresiba) with another needle. It mentions that two needles in a row have never presented a possible quality deviation (difficulty ejecting insulin in the flow test). It has 10 samples for collection. I did not have the batch from the last box during the service. Information will be sent via email.

Manufacturer narrative:
The following fields have been updated due to additional information: updated lot #:2067713 d.4. Medical device expiration date: 31mar2027 h.4. Device manufacture date: 08mar2022. H6 investigain summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged during the insulin injection. The following information was provided by the initial reporter, translated from portuguese: "the patient's husband gets in touch to inform that in all boxes of bd ultra-fine 4mm needles, around 5 to 10 needles do not work. When carrying out the flow test, the "droplet" does not come out. When the deviation occurs, change the needle and normally apply insulin (tresiba) with another needle. It mentions that two needles in a row have never presented a possible quality deviation (difficulty ejecting insulin in the flow test)... On 09/21/2023, customer further reports: I called bd on (B)(6) 2023 and was very well attended, where I reported that my wife uses the needles and in all pack I purchase I always find from 5 up to 8 defective needles, which means when I attach the needle into the pen the insulin drop does not come out from tip. The latest batch purchased is 2067713, and the previous one was also the 2067713. On 9/25/2023, customer further reports: batch 2067713, I have 10 needles available as samples for analysis. Per customer report, at least 2 shelf packs were affected by issue, from same batch 2067713, with 5 to 8 defective needles each. It means that customer has found approximately 16 clogged needles."